Manufacturer narrative:
Received 1 opened silicone catheter with the drainage bag and original unit labeling only. The catheter had evidence of use and the blue sleeve was not received. The visual inspection noted that there was a hair on the balloon. Per the tactile evaluation, a sticky substance was also noted on the balloon. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the device, a hair was allegedly found within the plastic of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the device, a hair was allegedly found within the plastic of the catheter.